Event description:
In response to your letter dated march 2005, company neve received any information regarding this event. Company's sales rep checked with the hospital specifically the cardiac cath lab and they were not aware of any event occurring at their facility on this day. The sjm rep then went to the address provided by the FDA in an attempt to obtain add'l info. Nurse requested company send them the info company had received from the FDA. An e-mail was sent to nurse on in 2005 formally requesting records concerning this event. They have not yet responded to our request. A medwatch report will be sent as soon as we obtain any info regarding this event.

Event description:
Cardiac catheterization with angio-seal used in femoral artery. Three days later and following pt had multiple symptoms including night sweats and slight scrotal swelling, axillary and groin discomfort, later intermittent dysprea and tachycardia, generally felt unwell. Treatment included antibiotics, later steroids. As of 57 days later, the pt is feeling better, not entirely back to normal.